Event description:
It was reported that the patient experienced a burning sensation at the implantable neurostimulator (ins) pocket site while in the sitting position when the ins was on. In addition, their stimulation pattern changed over the past few months and the stimulation was "positional". Specifically, when the patient was standing the stimulation was fine (at 2.7 volts) but felt no stimulation when in the sitting position (and ins was confirmed to be on). Also, it was reported that the patient was charging more than expected which started to occur in the last few months. The patient's ins settings were as follows: 2.7 volts, 450 us, 50 hz, no cycling, 2 positive electrodes, 2 negative electrodes, and 24 hour usage. The group impedance measurement was 511 ohms. Impedance measurements on the bipolar electrodes were normal in both the standing and sitting positions. There were no known overdischarges. It was noted that he recharged once a week (on friday) but now, after 2 days, the battery was down to 75%. Additional information was requested, but was n ot available at the time of this report.

Event description:
Additional information received reported that impedance testing was performed and revealed normal values. No malfunction or cause of the issue was determined. No interventions were scheduled. The patient was reported to be "receiving effective therapy".

Manufacturer narrative:
Lead: model 3778-60 serial# (B)(4), implanted: 2009 (B)(6), explanted: na. Recharger: model 37752, serial# (B)(4). Programmer: model 37743, serial# (B)(4). Adaptor accessory: model 3550-29, lot# n165813, implanted: 2009 (B)(6), explanted: na. (B)(4).